Event description:
It was reported by the patient representative that the patient was hospitalized due to sepsis for forty seven days and was gradually able to get up and walk and did not have the pain anymore. The patient then developed an infection in the foot and there was concern that it may develop into a bone infection. The patient took a fall attempting to climb into bed and whacked the nightstand on their way down and the patient representative expressed concern that the implantable pulse generator (ipg) may have been damaged by the very hard fall. Rescue efforts were made and it was suspected that the patient experienced cardiac arrest as the ipg was treating atrial fibrillation (af). The patient passed away.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg doi: (B)(6) 2025; 97714 pain stim ipg doi: (B)(6) 2018, 977a260 pain stim lead doi: (B)(6) 2018, 977a260 pain stim lead doi: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.